Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 100 bx 1200 ca experienced an inner shield/outer cover/cap that would not attach/detach during use. The patient/lay user also reported experiencing a serious injury in the form of hyperglycemia as a result of the defect. There is currently no mention of medical intervention/treatment sought/received as a results of this injury. The following information was provided by the initial reporter: material no: 320122 batch no: 9121964. Verbatim: 1# issue(s): parent calling for (B)(6) yrs old son diabetic. Using humalog and baslagar. When removed pen needle from site finds insulin on son's skin. Holds needle in site for 10 seconds and does not pinch up. Completes a flow check. 2 issue(s): getting high reading from this. Mom give more insulin. 3 issue(s): difficulties getting the pen needles on and off of pens. Lot #: 9121964. Item #: 320122. Date of event: unknown. Discarded samples.

Manufacturer narrative:
The event description has been corrected: b.5. Describe event or problem: it was reported that an unspecified number of pen ndl 32ga 4mm 100 bx 1200 ca experienced an inner shield/outer cover/cap that would not attach/detach during use. The patient/lay user also reported experiencing a serious injury in the form of hyperglycemia as a result of the defect. There is currently no mention of medical intervention/treatment sought/received as a results of this injury. The following information was provided by the initial reporter: material no: 320144. Batch no: 9121964. Verbatim: 1# issue(s): parent calling for 10 yrs old son diabetic. Using humalog and baslagar. When removed pen needle from site finds insulin on son's skin. Holds needle in site for 10 seconds and does not pinch up. Completes a flow check. 2 issue(s): getting high reading from this. Mom give more insulin. 3 issue(s): difficulties getting the pen needles on and off of pens. Lot #: 9121964, item #: 320122, date of event: unknown. Discarded samples. H3 other text : see h.10

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 100 bx 1200 ca experienced an inner shield/outer cover/cap that would not attach/detach during use. The patient/lay user also reported experiencing a serious injury in the form of hyperglycemia as a result of the defect. There is currently no mention of medical intervention/treatment sought/received as a results of this injury. The following information was provided by the initial reporter: material no: 320144. Batch no: 9121964. Verbatim: 1# issue(s): parent calling for 10 yrs old son diabetic. Using humalog and baslagar. When removed pen needle from site finds insulin on son's skin. Holds needle in site for 10 seconds and does not pinch up. Completes a flow check. 2 issue(s): getting high reading from this. Mom give more insulin. 3 issue(s): difficulties getting the pen needles on and off of pens. Lot #: 9121964, item #: 320144, date of event: unknown. Discarded samples.

Manufacturer narrative:
H.6 investigation summary : severity: s_2__; occurrence: a complaint history check was performed, and this is the 1st related complaint for leakage, glucose level & does not attach/detach on lot # 9121964. (Does not attach as intended & does not detach as intended) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 100 bx 1200 ca experienced an inner shield/outer cover/cap that would not attach/detach during use. The patient/lay user also reported experiencing a serious injury in the form of hyperglycemia as a result of the defect. There is currently no mention of medical intervention/treatment sought/received as a results of this injury. The following information was provided by the initial reporter: material no: 320122 . Batch no: 9121964. Verbatim: 1# issue(s): parent calling for 10 yrs old son diabetic. Using humalog and baslagar. When removed pen needle from site finds insulin on son's skin. Holds needle in site for 10 seconds and does not pinch up. Completes a flow check. 2 issue(s): getting high reading from this. Mom give more insulin. 3 issue(s): difficulties' getting the pen needles on and off of pens. Lot #: 9121964, item #: 320122, date of event: unknown discarded samples.